Manufacturer narrative:
Fragments in patient. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical corpectomy and fusion (accf) due to cervical ossification of the posterior longitudinal ligament (opll). Intra-op, during screw insertion the tip of the driver broke and the fragments remained inside the screw. An attempt was made to remove the slot screw with a plier or another screwdriver but failed so wound closure was continued to be performed. After the operation it was found by checking the sagittal x-ray image that the screw had been inserted almost flush with the plate. There was a less than 60 minutes delay in overall procedure time as a result of this event. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H3. Device evaluation summary: visually confirmed approximately ~2 mm of instrument tip has been broken off, consistent with interface during usage. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.